Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances. Impedance trends were reviewed and over the last year, a gradual rise was observed. The values have increased from around 70 ohms to 125 ohms. It's suspected there is material on the coils causing the increase. At this time, the lead remains in service and further testing may be performed at a later time. No adverse patient effects were reported.